Event description:
Blood pressure and heart rate decreased when placed on ventilator. Pt bagged with 100% oxygen and medicine pushed to reverse heart rate. When successful, pt placed back on ventilator. Problem reoccurred in approx 2 mins. Peep regulation problem reported to MFR. Pt had postoperative hypoxiencephalopathy, dic and renal failure prior to death.